Event description:
Related manufacturer reference number: 2017865-2021-33947. It was reported that the patient presented for device upgrade procedure. During the procedure, it was noted that both their right atrial (ra) and right ventricular (rv) leads dislodged while the device was explanted. The physician explanted and replaced the rv lead for device upgrade and elected to explant and replace the ra lead as well. There were no patient consequences.